Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter displayed an unknown "error" message. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 2x daily. The patient manages her diabetes with metformin pills (2x daily) and glipizide pills. The alleged issue began on the morning of (B)(6) 2013. The reporter denied the patient made changes to her usual management routine. "No time" after the start of the alleged issue, the reporter claims the patient felt a symptom of sweaty. The patient was given food and/ or drink as treatment. The reporter denied the patient tested on another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.